Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping due to oversensing of noise. Therapy was exhausted in some episodes. The patient was hospitalized for testing and the physician was unable to reproduce the noise. Automatic setup showed no good sensing vector. Technical services (ts) was sent information for review. Upon review, ts noted that the patient received multiple inappropriate shocks over a ten-day period while programmed in primary sensing vector. Ts determined the noise signal signature is consistent with changes in the impedance pathway of the primary sensing vector and discussed potential causes along with troubleshooting techniques. The sensing vector was reprogrammed to secondary and ts observed that there is appropriate sensing with r-wave amplitude. While reviewing the information in the remote home monitoring system, ts found out of range shock impedance measurements during the same time frame. Ts discussed additional troubleshooting recommendations. The s-ICD and electrode remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping due to oversensing of noise. Therapy was exhausted in some episodes. The patient was hospitalized for testing and the physician was unable to reproduce the noise. Automatic setup showed no good sensing vector. Technical services (ts) was sent information for review. Upon review, ts noted that the patient received multiple inappropriate shocks over a ten-day period while programmed in primary sensing vector. Ts determined the noise signal signature is consistent with changes in the impedance pathway of the primary sensing vector and discussed potential causes along with troubleshooting techniques. The sensing vector was reprogrammed to secondary and ts observed that there is appropriate sensing with r-wave amplitude. While reviewing the information in the remote home monitoring system, ts found out of range shock impedance measurements during the same time frame. Ts discussed additional troubleshooting recommendations. The s-ICD and electrode remains in service and no adverse effects were reported. Additional information was received that the s-ICD and electrode were returned for analysis, thus indicating the system was explanted. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b) based upon review of the subcutaneous electrocardiograms. These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping due to oversensing of noise. Therapy was exhausted in some episodes. The patient was hospitalized for testing and the physician was unable to reproduce the noise. Automatic setup showed no good sensing vector. Technical services (ts) was sent information for review. Upon review, ts noted that the patient received multiple inappropriate shocks over a ten-day period while programmed in primary sensing vector. Ts determined the noise signal signature is consistent with changes in the impedance pathway of the primary sensing vector and discussed potential causes along with troubleshooting techniques. The sensing vector was reprogrammed to secondary and ts observed that there is appropriate sensing with r-wave amplitude. While reviewing the information in the remote home monitoring system, ts found out of range shock impedance measurements during the same time frame. Ts discussed additional troubleshooting recommendations. The s-ICD and electrode remains in service and no adverse effects were reported. Additional information was received that the s-ICD and electrode were returned for analysis, thus indicating the system was explanted. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b) based upon review of the subcutaneous electrocardiograms. These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. This report is being filed to correct the aware date and add information to b5 describe event or problem.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping due to oversensing of noise. Therapy was exhausted in some episodes. The patient was hospitalized for testing and the physician was unable to reproduce the noise. Automatic setup showed no good sensing vector. Technical services (ts) was sent information for review. Upon review, ts noted that the patient received multiple inappropriate shocks over a ten-day period while programmed in primary sensing vector. Ts determined the noise signal signature is consistent with changes in the impedance pathway of the primary sensing vector and discussed potential causes along with troubleshooting techniques. The sensing vector was reprogrammed to secondary and ts observed that there is appropriate sensing with r-wave amplitude. While reviewing the information in the remote home monitoring system, ts found out of range shock impedance measurements during the same time frame. Ts discussed additional troubleshooting recommendations. The s-ICD and electrode remains in service and no adverse effects were reported. Additional information was received that the s-ICD and electrode were returned for analysis, thus indicating the system was explanted. No additional adverse effects were reported. Additional information was received that ts further review found that there was both myopotential noise from the pectoral region with any kind of movement without specific muscle stress. The previous observed wider mechanical artifact was not reproduced. Ts discussed potential causes. Review of x-rays from the last device follow-up did show that the electrode may be bending toward the left side. Explant of the system was noted.